Event description:
It was reported that after filling the product when negative pressure was applied using a syringe the fluid did not return. No patient injury was reported.

Manufacturer narrative:
One cassette set was received for evaluation. Visual inspection of the returned device did not show any defects. Two photos were provided and reviewed. Review of the photos could not determine if the tube arch height was within specification. Functional testing was performed using a syringe. The device primed and connected without difficulty. The device functioned as intended and no fault was found. A DHR was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07717 is no longer considered reportable, please disregard any MDR reports associated with it.